Manufacturer narrative:
Provided lot number in section d4. Previously, the part number was entered instead of the lot number, in error.

Event description:
It was reported that the probe broke through the probe cover during surgery. No patient infection, injury, or complications were reported.

Event description:
It was reported that the probe broke through the probe cover during surgery. No patient infection, injury, or complications were reported.